Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi gas unit stopped running during a case. The device gave the following "gas line block," "multilink configuration error" and "eternal device error" messages. The device was in use with a patient, but they were able to swap it out with a spare unit. There was no patient injury reported. Investigation summary: the device was sent in for repair. During testing, the reported issue, a "line block" error was successfully duplicated using visa2 software and a bsm-6000 connection. The pump failed, indicating that replacement of the pump or module is necessary. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Nk will continue to trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the multi gas unit stopped running during a case. The device gave the following "gas line block," "multilink configuration error" and "eternal device error" messages. The device was in use with a patient, but they were able to swap it out with a spare unit. There was no patient injury reported.